Event description:
On (B)(4) 2014, leica biosystems received info that a definitive diagnosis of a neck mass tissue sample could not be made and re-biopsy was recommended. Subsequently, a liver biopsy was performed at another facility for the same pt. All pt identifier info has been requested, but not received as of 02/27/2014. Leica will submit a follow-up report if additional pt identifier info is obtained.